Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up the pulse generator exhibiting atrial under-sensing resulting in automatic mode switch failures. Programming interventions were made in-clinic. The patient's condition was stable.